Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. A review of the provided image was performed, and the image of the instrument is consistent with the alleged issue of a broken cable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a dislodged grip cable crimp. The instrument was found to have the cable crimp outside of its original position. It was not seated inside of the grips. As a result, the instrument could not operate properly. The root cause is attributed to component susceptibility to damage. A review of the provided image was performed, and the image of the instrument is consistent with the alleged issue of a broken cable.

Event description:
Refer to h11 for follow-up information.